Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he received several button error alarms on the insulin pump. Customer has taken syringes and has been able to manage. Customer's blood glucose was 189 mg/dl at the time of the incident. Customer stated that he was sick and sweating. Customer stated that his blood sugar was high due to possibly not bolusing correctly after a meal. Customer received 8 or 9 button error alarms since the first one occurred. Customer stated that he has been able to clear the alarms and the pump was working at the end of the cal. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump passed the displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests. The pump had intermittent button response on the act button due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube and cracked battery tube threads.